Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred the target lesion was located in a coronary vessel. This 2.50x8mm promus element plus stent was deployed without issue. During withdrawal of the stent delivery system (sds), the catheter became hung up on a previously deployed promus element stent causing the shaft of the 2.50x8mm promus element plus sds to break around the mid-shaft. The broken distal shaft was snared from the patient. The previously deployed promus element stent was not affected by this, it remained implanted and well apposed. The procedure was considered completed at this point. No further patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. The target lesion was located in a coronary vessel. This 2.50x8mm promus element plus stent was deployed without issue. During withdrawal of the stent delivery system (sds), the catheter became hung up on a previously deployed promus element stent causing the shaft of the 2.50x8mm promus element plus sds to break around the mid-shaft. The broken distal shaft was snared from the patient. The previously deployed promus element stent was not affected by this, it remained implanted and well apposed. The procedure was considered completed at this point. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a promus element plus mr stent delivery system (sds) in two pieces without the stent component. There was contrast in the inflation lumen. The hypotube was broken 123cm from the strain relief and the hypotube outer sheath was stretched 7cm before the break site. The balloon was loosely folded which is consistent with having some positive pressure applied. Microscopic inspection confirmed the presence of stent strut impressions on the balloon, confirming that the stent was appropriately positioned and crimped during manufacturing. The tip was damaged. Magnified inspection presented no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is caused by other device. (B)(4).